Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 21-dec-2017. Device evaluation: the device has been returned and evaluated by product analysis on 30-nov-2017 with the following findings: a review of the black box showed unexplained power on reset events. The battery compartment and cap were undamaged and was able to fit securely. The pump powered up with auditory and vibratory alarms to a blank display. The pump cover was removed to find moisture on the display flex connector.